Event description:
On (B)(6)/2009, the patient reported that since last year at least one of the arrow buttons on his insulin infusion device works intermittently. He stated, he discovered this while trying to 'quick bolus.' He stated, he is unsure if it is one or both buttons. He said his device has not been dropped or exposed to water. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.